Event description:
There was a hole/slit in the double wrapper of the basin that comes in the ent head and neck pack. The hole was at the bottom of the basin. Item removed from or (operating room); new basin obtained for use. Catalog: sen12bsh20, lot#: 737798, exp date: 12/01/2029.